Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the indicator did not work properly. Even though the indicator was not shown, the clip would not come out. Another device was used to complete the case. There were no adverse consequences to the pt. Please take photos for (B) (6) customer. One device will be returning. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". In addition, the orange indicator did not show up. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.